Event description:
General report received of an unspecified number of undocumented incidents of the float valves in the solusets did not close when the solusets emptied. The solusets were being used to deliver unspecified solutions. It was reported at the end of the infusions, the float valves in the solusets did not close when the solusets emptied. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The catalog number provided is the international list number that is comparable to the domestic list number in the "other" field. The domestic list number has a 80 fpk common device name and has a k063239 510k. (B) (4).